Event description:
Information received indicates the mattress is soiled beneath the ticking.

Manufacturer narrative:
The technician isolated the issue to worn mattress ticking. He used a mattress revitalization kit to repair the bed.